Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported by the patient that the therapy effect is too low since more than a year. It was further noted that the patient experienced underdose and increased pain for 1.5 years. It was reported that the physicians refused increasing the dose rapidly. In addition, during the last refill a residual of 27ml was found in the pump. It was reported that the calculated volume was unknown, but it was near the low reservoir alarm volume. It was reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that a contrast agent examination is scheduled for (B)(6) 2018. It was reported that no interventions or actions were taken. It was reported that the issue was not resolved at the time of this report. It was reported that no surgical occurred and it was unknown if any surgical intervention was planned. It was reported that the patient status at the time of this report was alive-with injury.